Manufacturer narrative:
Additional information was received the reason for the revision procedure was to upgrade the battery.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2138-50, (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.